Manufacturer narrative:
The reported event of the device sensing problem was confirmed. As received, a complete lead was returned for analysis. Electrical testing did not reveal any indication of conductor fractures; however, an internal short was noted at the connector region. X-ray inspection confirmed the inner coil was over-torqued at the connector region. The cause of the reported event was due to the over-torqued inner coil, consistent with procedural damage.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited reduced r-wave amplitude. The rv lead was not used and replaced during the procedure. The patient was stable.